Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient had a revision procedure eleven years post implantation due to pain, squeaking when walking, and elevated levels. Operative report noted severe metallosis, which was removed. There was significant metallic black debris scattered within the entirety of the hip capsule and beyond. There was a fracture of the polyethylene insert. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The following report is submitted to relay additional information. The reported event is confirmed. No products were returned; images of the shell, liner and head was provided. Review of the images identified that the liner was fractured. It also noted that there were scratches along with black stains on the products. Dipping is shown in the head and cup inside surface. Some damage was show in the ring of the cup. Screw hole plug was used with the cup. Bone residual is found on the porous coating of the cup. Device history record (DHR) was reviewed and no discrepancies were found. The hip was noted to be stable. Review of the revision op notes identified that the patient was revised due to metallosis, liner fracture, pain, metallic clicking elevated metal ion levels and loss range of motion. X-ray review identified that there was a poly liner failure as it was fractured. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07191, 0001822565 - 2017 - 07192. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
The patient reported implant noise, pain, and difficulty ambulating 11 years post primary implantation. Patient participates in physical therapy 3 days a week and uses a wheelchair for mobility. No revision has been reported. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient had a revision procedure eleven years post implantation due to pain, squeaking when walking, and elevated levels. Metallosis was removed during the revision procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.